Event description:
Philips received a complaint by the customer on the v60, indicating that when the machine is disconnected from ac power, the machine cannot be used. It was reported there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe) response received 13jun2023, it was confirmed that the battery is damaged and needs to be replaced.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
H10: the customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.